Event description:
It was reported that the patient implanted with the pacemaker experienced shocking sensations. The physician described it as diaphragmatic stimulation. Technical services (ts) analyzed presenting electrogram (egm) and found that there were atrial tachy response (atr) and right ventricular automatic threshold episodes. A chest x-ray was performed and deemed to be normal. It was noted that device was operating as programmed. Physician stated that patient will try other positions and further testing. Patient had this right ventricular (rv) lead. No additional adverse patient effects were reported. Currently, the pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).